Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was not observed. The lens was cleaned to facilitate testing. Lens was tested for power and resolution. The optical resolution was acceptable; lens met specification readings for this iol model focal length and cylinder. Results from the product history record review indicated the product met release criteria. No root cause identified as the lens met specifications for the reported complaint. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Manufacturer narrative:
Iol sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that after an intraocular lens (iol) was implanted, the patient had poor visual acuity. The iol was explanted in a second surgery. Additional information has been requested but not received.